Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section concomitant medical products. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update if the device was evaluated by MFR, and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for a product evaluation. The hemostasis sheath was mated with arteriotomy locator and the carrier tube assembly was returned for analysis. The poly-foil pouch and bypass tube were not returned for analysis. Visual inspection revealed that the hemostasis sheath was mated properly with the arteriotomy locator. The carrier tube assembly was then examined. The anchor and swollen collagen were exposed, and the deployment sleeve was in the forward lock position. No anomalies were noted on the anchor. No functional testing was carried out due to the bypass tube was not returned for analysis. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the collagen had expanded as it was likely exposed to moisture. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal tip was torn at the end and the anchor was already released. There was no patient involved. Additional information was received on march 25, 2019. The tip that was reported to be torn was the tip of the catheter where the collagen is inside and the anchor is attached. The anchor was not detached from the suture. Anchor was deployed before taking the device out of the packaging. This issue was noted during preparation.